Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the power pcb assembly and power supply. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The removed power supply was further evaluated by stryker. Stryker observed a shorted transistor on the eos which caused no ac operation and no dc battery charge. However, the cause of no dc operation could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.